Event description:
Note: the main product "unkonw allofit cup" has been updated with ref. And lot. And is now moved to "concomitant medical products" in field d11 of the report 0009613350-2020-00368-1. Rmf report: (please delete this report in your sysetem. Rmf report: 0009613350-2020-00368-1 (the allofit alloclassic shell will be reported in this report).

Manufacturer narrative:
Note: the main product "unkonw allofit cup" has been updated with ref. And lot. And is now moved to "concomitant medical products" in field d11 of the report 0009613350-2020-00368-1. Rmf report: (please delete this report in your sysetem). Rmf report: 0009613350-2020-00368-1 (the allofit cup will be reported in this report).

Manufacturer narrative:
The manufacturer did not receive x-rays or any other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side. It was reported that the durasul insert could not be assembled into the allofit cup. No other event details are available.